Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the overlay assembly was replaced and calibrated with stylus. Analysis did not confirm that the rf head was having difficulty disconnecting from the programmer, the rf head was removed and connector seems to connect and release as required.

Event description:
It was reported that the programmer calibration was way off. The user could not even select options to get to the calibration screen. Also, the caller was unable to get the radio frequency (rf head) to disconnect from the programmer. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).